Event description:
A patient, with continuous telemetry monitoring, was found unresponsive in the patient's room. Review of the monitor strips showed that the patient's heart rate was decreasing over a period of time prior to being found unresponsive. It is unclear at this time if the monitoring system alerted staff to the heart rate changes. Health alliance leadership immediately consulted with philips to try to identify if the monitoring equipment contributed to this event. Analysis is ongoing.